Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The companion samples were returned to baxter and an evaluation was performed to investigate the reported problem of connection issue. A review of all batch record documents was performed for lot number h14a20042 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection was performed and no issues were noted. The samples also underwent leak testing, clamp function testing and clear passage testing with no issues noted. The returned samples met all product specifications. Upon conclusion of the evaluation, the reported issue was not verified and the cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life transfer set was unable to be securely connected to a non-baxter adaptor. The step of setup or therapy during which this occurred was unspecified, but a patient was reported to have been involved. There was no patient injury or medical intervention associated with this event. No additional information is available.